Event description:
We received an allegation of questionable inr results for one patient tested on a coaguchek xs meter serial number (B)(4). The patient used a different finger for both meter tests. At 9:00 a.m., the patient's meter result was 3.1 inr. The patient's meter result 1.5 hours later was 2.3 inr. The patient's therapeutic range was 2-3 inr. The patient's testing frequency is weekly.

Manufacturer narrative:
The meter and strips were requested for investigation. Replacement product was sent. The product has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Occupation is patient/consumer.